Event description:
The MFR received information alleging a ventilator's pressure was dropping. There was no harm or injury reported. The device has not yet been returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.